Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s.. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.50/+1.5/089 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting. The lens was replaced with a longer lens and the problem was resolved. The patient is happy. The cause of the event was unknown.